Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp decreased flow without any apparent reason and the pump stopped. The device was in low flow state and the patient had pulsatile flow. The cardiohelp was exchanged, which resolved the failure, but later the patient was decannulated successfully. During the exchange, the patient was supported via the emergency drive. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and multiple occurrences of "backflow prevention" could be confirmed on the date of event. As the failure was not reproducible and no part was replaced, an exact root cause could not be determined. A medical consultation was performed by getinge medical affairs on 2024-10-14 with following conclusion: "concerning the possibilities of flow decreases during low flow / weaning scenarios: the complaint narrative and information from the correspondence describes a decrease in extracorporeal blood flow, while the console already was in a low flow setting and the patient displayed a pulsatile arterial pressure curve. The triggering of the backflow prevention was mentioned as a possibility, although not observed or recognized at the time. Centrifugal pumps, like the rf-32 in the hls-set, generate flow and pressure, which is dependent on, and directly proportional to several factors, the major influencers being: rpm, pre-load and afterload. The main variable for adjustments is the rpm-value and the easiest method to limit the flow through the hls-set is to decrease the rpms, leading to a decrease in blood-flow and intra-system pressures. The pressure in the arterial vessels (afterload to the centrifugal pump) can then approach the values of the pressure in the hls-set. With the ventricular ejection it is possible, that the arterial pressure exceeded the pressures generated by the cardiohelp/hls-set, leading to retrograde flow, which can be detected by the flow-bubble sensor. An analysis of the service-pool files shows several backflow-prevention events logged on the date of the event, prior to the disconnection of the hls-sensor cable, which correlates to the described use of the emergency-drive. The rpm values during the event and after the switch to the backup-console are not known. Other possible causes for low flow were considered yet discarded due to their unlikely involvement. A clot in the venous line could be obstructing the flow through the hls set. Such a clot in the drainage canula or venous line could have decreased the volume of blood being available to the pump head. This would however decrease the measured pven and not cause positive pressure values and is therefore deemed an unlikely root cause. Additionally, the transfer to another cardiohelp, which seemed to resolve the issue, would not have cleared a clot from the venous line or the drainage canula. The hls-set was disposed after weaning of the patient and could not be investigated for surface alterations or clots. Another possible factor might have been low intravascular volume, which would however correlate with a low pressure in the venous line and was thus ruled out. The measured inlet pressure (pven) at the cardiohelp was quite high (showing +23mmhg, when a negative value is the norm), which is rather suggestive of volume overload. Other possibilities could have been a kink in the venous line or malposition of the drainage canula. Both of these would also cause a drop in the measured inlet pressure (pven), not an increase. When the rf-32 would try to aspirate more volume than readily available, the corresponding downward spikes would be noted, not the positive inlet pressure at the pump. All possible obstructive causes on the venous line or the oxygenator module would also represent an isthmus of additional resistance that the patient¿s circulation would have to overcome to trigger the backflow prevention. Thus, making it unlikely that pressure from the patient would be high enough to overcome the resistance of the pump and the obstruction. The log-files show several instances of the cardiohelp triggering the backflow prevention. Would the low flow be caused by an intermittent obstruction, the pump could again create higher pressures (and flows), when the patient back pressure would provide more volume to the pump and thus inhibit the backwards flow. The most likely root cause for the described event would therefore be the described low flow state of the cardiohelp which, coupled with the recovering cardiac function, likely led to an increase in afterload, which then exceeded the pressure generated in the hls-set. This is corroborated by the multiple backflow-prevention interventions logged in the service-pool logfiles, before the set was transferred to the emergency-drive and subsequently another cardiohelp as described in the complaint narrative, presumably with a higher rpm-setting to generate sufficient forward flow." According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2021 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-11. Based on the results the reported failure "decreased flow and pump stop" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp decreased flow without any apparent reason and the pump stopped. The device was in low flow state and the patient had pulsatile flow. The cardiohelp was exchanged, which resolved the failure, but later the patient was decannulated successfully. During the exchange, the patient was supported via the emergency drive. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.